Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06241. A review of the pt's medical chart identified the pt underwent lead revision surgery due to ineffective stimulation. X-rays confirmed a fracture on the right lead at the anchor site. The physician decided to replace both leads with new ones.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.